Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/12/2013 with the following findings: the keypad cover was found to be peeling at the up arrow button. The complaint of the ok button being hard to push was not able to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reporter stated that started a few weeks ago, the ¿ok¿ button required harder presses to elicit a respond. Reporter denied that there was moisture exposure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.